Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced loss of contact and detected false pause episodes. It was further reported that the device experienced oversensing when changing the device programming. The icm remains in use. No patient complications have been reported as a result of this event.